Event description:
It was reported that a user of the ilet experienced hyperglycemia with a finger-stick blood glucose of 440 mg/dl after eating chicken alfredo while new to the system and running out of insulin, with subsequent reduction to 323 mg/dl as levels trended down. Symptoms included no reported acute clinical effects. Outcomes included no medical intervention, no hospitalization, no assistance required, and no use of backup therapy or ketone testing. Investigation included user troubleshooting and education. Investigation of this case revealed user-related factors, including depleted insulin supply and continued use without backup correction, with no evidence of device malfunction. It was concluded that the event was consistent with hyperglycemia associated with user management factors rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.